Event description:
It was reported that 2 bd pen ndl 31ga 8mm were unable to deliver insulin or medication and the cannula broke off. The following information was provided by the initial reporter : after attaching the pen needle to the pen the drug did not come out. When checking the product the needle npe was broken.

Manufacturer narrative:
D.4 corrections : 1. Lot # changed to : 0112333; device expiration date : 04/30/2025; device manufacture date : 04/21/2020. 2. Device available for evaluation : yes. 3. Returned to manufacturer : 9/23/2021. H.6. Investigation summary : 1. Exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st. Related complaint for needle broken npe and the 2nd. Related complaint for needle clog on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. 2a. Samples returned - one open 31g x 8mm pen needle sample and four photos were returned from lot. No. 0112333, cat. No. 320102.visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. As the sample returned was open it is not possible to confirm this defect to be manufacturing related 3. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 4. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone# : unknown. Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 31ga 8mm were unable to deliver insulin or medication and the cannula broke off. The following information was provided by the initial reporter : after attaching the pen needle to the pen the drug did not come out. When checking the product the needle npe was broken.